Event description:
It was reported a revision surgery to replace a broken ceramic ball head forte 28l.

Manufacturer narrative:
Results of investigation: a revision surgery due to the fracture of a ceramic ball head was reported. A review of the production documentation did not detect any indication of pre-existing material defects. The returned ceramic ball head fragments were analyzed by the supplier. The density of the fragments was measured to be within specifications. Due to missing fragments the ball head could not be completely reconstructed. Nonetheless the expected primary metal transfer was observed indicating a symmetrical taper fit situation. The fracture origin was located at the base of the taper. No similar complaints have been recorded for this batch number. No medical documents were provided for review. Based on the performed investigation, it is not possible to determine a specific root cause for the reported event. No further actions have been initiated. If additional information becomes available in the future this investigation will be reopened.